Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot# unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient asked if it was possible that their lead may have came loose. They further said maybe that was why they couldn't feel stimulation when activating their left side. As a result of what was reported, the patient was advised that a loose lead would need to be determined by the healthcare provider (hcp). No further patient complications have been reported as a result of this event.